Event description:
It was reported that a malfunction alarm occurred, specifically indicated by code malf 0, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump since it was under warranty, and the customer planned to use a backup insulin pump to ensure continuous insulin delivery.